Event description:
It was reported that the patient presented for follow up. A device interrogation revealed loss of capture exhibited by the right ventricular lead. The patient was scheduled for replacement and the lead was capped on (B)(6) 2024. The patient was stable.